Event description:
The customer reported that discrepant cardiac troponin (accutni) results were generated on the access 2 immunoassay system for multiple patients across multiple days. This report represents the erroneous/imprecise accutni results generated for three patients on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that erroneously elevated accutni results within the risk stratification range of the assay and/or imprecise accutni results outside the precision claims in the assay were generated for three patients using the laboratory's access 2 immunoassay system. Upon repeat analysis on the same instrument, the accutni results recovered within the normal reference range for one patient and recovered erratically and outside the precision claims of the assay for the additional two patients. The accutni results were not reported outside of the laboratory and hence, there was no death, serious injury or modification to patient treatment associated with this event. The samples were tested within one hour of collection and centrifuged for five minutes prior to testing. One of the samples was found to be hemolyzed while the other two samples were not found to be icteric, hemolyzed, or lipemic. Additional sample collection/handling information was not provided by the customer. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that instrument accutni quality control (qc) results during the timeframe of the event were within one to two standard deviations of the established mean. Calibrations performed prior to the event met specifications and possessed acceptable percent coefficients of variation. A system check performed prior to the event met specifications. The accutni reagent and calibrator lots associated with this event were 218278 and 121451 respectively.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse proactively rebuilt the wash and precision pumps in response to the noted "air slugs" found in specific dispense probes. The fse replaced the transducer in response to elevated outliers during precision testing. Precision testing, a high sensitivity system check, a system check, and all levels of quality control were performed following service with acceptable results. Upon the completion of the necessary activities, the instrument was returned back into operation. An instrument malfunction was the likely cause of the event. The specific cause is unknown. Mdrs associated with this event: 2122870-2012-01699, 2122870-2012-01701.